Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was over 700 mg/dl. Customer's wife advised the insulin pump is not properly delivering insulin. Troubleshooting for high blood glucose was performed. Customer's blood glucose went high in the middle of the night 2 nights in a row. Customer called back to complete the high pressure test. Customer was able to perform and pass the high pressure test. Customer went to the emergency room for high blood pressure. Customer wanted a replacement insulin pump per healthcare provider's instructions. Troubleshooting confirmed the insulin pump works properly and customer has been delivering boluses to themselves successfully.